Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure (post-anesthesia), when the surgeon initially attempted to use the robotic handpiece, the tip of the harmonic ace instrument broke off and fell inside the patient's abdomen. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the fragments were retrieved from the patient and were included with the return material authorization (RMA) in a specimen container. The reporter has forwarded the email to the clinical staff but has not heard from them yet.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The customer reported complaint the tip broke off. Was replicated/confirmed. The instrument was found to have a broken blade. The broken blade measures approximately .627" was broken off and was returned with the instrument . Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure.